Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 device was not detected on bus. A field service engineer (fse) replaced the rear drawer control overboard and retractor to resolve the issue. Additionally, fse dusted the e drawer, replaced the back of battery, installed rear, bumper, kit, and network plugs as a preventive maintenance. Fse checked all cabling and working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es to-g2ac-n main drawer 3 and all cubies were not detected on bus, the user had shut the device off for five minutes and rebooted but was still unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.